Manufacturer narrative:
The instrument was returned and evaluated. No failure was reported for this instrument. Engineering found bent grip tips, bent bipolar pins, and deep scratches on main tube. One grip was bent, causing a side to side misalignment of grips. There was a .1235 offset at the instrument tips. Engineering concluded the damage was likely due to mishandling. The bottom bipolar pin was bent at the back of the chassis. Engineering concluded the damage was likely due to mishandling. The distal end of the main tube had scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length approximately .06 to 08. Engineering concluded the damage may be due to mishandling. Electrical continuity passed. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. Engineering's findings does not itself constitute a MDR reportable event; however; the tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
A maryland bipolar forceps instrument was returned to intuitive surgical. No complaint was communicated to intuitive surgical regarding performance of the da vinci surgical system. No malfunction of the da vinci system was alleged. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.